Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and an unknown watchman closure device was implanted. At an unknown timepoint post implant, a physician made a comment about an interventional cardiologist who blamed an intra-coronary thrombus on the implanted watchman closure device. There were no additional details provided at the time of this report.

Manufacturer narrative:
B3. Aware date used as event date as no event date was provided. D1. Brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.